Event description:
Implant date 2004. Two weeks after implant, the pt presented with fever, headache, malaise, and temp. Of 103.9. MRI showed fluid accumulation at surgical site. This was aspirated and no growth was found. Pt returned to surgery only for superficial wound drainage. Pt given antibiotics and the lab results returned to normal.